Event description:
It was reported that the user applied a new freestyle libre 3 plus sensor and the ilet app did not display glucose data, while the app showed alerts to connect cgm or enter glucose and indicated the sensor was already in use after the user had previously started it on the libre app. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated dosing with plans to replace the sensor. Investigation included customer education and device-app pairing checks performed by support, including rescanning the sensor and reviewing app alerts. Investigation of this case revealed that the cgm sensor was started on a non-ilet device, resulting in sensor binding to another application and incompatibility for data transmission to the ilet app. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to initiating the sensor on the wrong app.